Manufacturer narrative:
After battery installation, the lcd display was white with multi-color horizontal and vertical running along the bottom and right edges. The device was unable to display text whatsoever. Per visual examination there were multiple cracks within the lcd display itself. Unable to perform displacement, or self tests due to the cracked lcd display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they experienced high blood glucose and also customer reported weird colors on insulin pump display and unable to read display anymore. The customer¿s blood glucose level was 575 mg/dl. The customer did not provide information about symptoms and treatment. Customer stated the insulin pump was neither dropped nor bumped. The customer declined troubleshooting for high blood glucose value. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.